Event description:
During cataract phacoemulsification of the right eye, the surgeon noticed that the cornea had been burned. The burn was caught immediately, thereby limiting the damage. The cornea was closed with sutures.